Manufacturer narrative:
Medical device: dtma1q1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that the patient experienced faint diaphragmatic stimulation during a post-operative device check prior to discharge. The lv lead output was reprogrammed and the lv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.